Event description:
During a surgical left greater saphenous vein laser ablation, the laser was put into position and turned on, but displayed an error message. The error message stated "laser wire invalid", vendor rep was contacted by telephone and another new wire was opened. Rep instructed surgery employee step by step for assembly of equipment, attempting to troubleshoot via telephone. After following each step, the error message "laser wire invalid" was displayed. At this time, the surgeon canceled the procedure and pt was sent to pacu for recovery. Staff involved in case were trained to use the laser. The laser wires utilized for this procedure were purchased directly from the MFR. This laser was purchased in september 2016 and was inspected as required by (B)(4) biomedical standards. The laser had not yet been used for a case, as this was the first use. The staff contacted the vendor for technical assistance.